Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it found the adhesive around light guide lens had foreign material and the distal end had residual liquid. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the suction cylinder had no color, the forceps channel port had a dent, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the bending tube was deformed, the connecting tube had discoloration, the adhesive around the objective lens had discoloration, there was corrosion around the elevator arm, and due to annual inspection some parts needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.